Event description:
On (B)(6) 2011, therakos received a report of a pt who experienced shortness of breath after ecp therapy on (B)(6) 2011. The episodes of shortness of breath occurred on three subsequent days, each day in the morning. The event was observed on (B)(6) 2011, lasted throughout (B)(6) 2011, (B)(6) 2011, then improved. Episodes were treated with prednisolone 50 mg and theophyllin 200 mg, which resulted in improvement. Lung function before and after ecp showed redoubling in resistance as well as a deterioration of the transfer factor. The site indicated that the cause might possibly lie in the progression of injection. The pt was administered oxygen at the time of undergoing ecp.

Manufacturer narrative:
Lot # z726. (B)(4). The site indicated that the cause might possibly lie in the progression of rejection. No reports of a device malfunction have been received to date. A lot file review was performed on lot z717 and z726 which included a review of the (B)(4) sterilization process. No non-conformances were found and the kit lots met qa release requirements. (B)(4).